Manufacturer narrative:
The production lot records were reviewed and there were no abnormalities indicating material, manufacturing, or design related problems. There are no trends or additional adverse events for this production lot. Investigation is still ongoing, but initial investigative results lead to unapproved usage of device with competitor product. Based on the initial details, the root cause has been attributed to a user related issue. If further information is provided, this report will be updated.

Event description:
Set screw device was found loose during a follow-up to operation performed on (B)(6) 2021. The device had been implanted along with another company device "medtronic ballast sai screw". That device was also loose. Reoperation and removal of loose devices were performed on (B)(6) 2021 and the reported device along with two others from the same production lot were replaced with new ones.